Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that seven days post-implant, this right ventricular (rv) lead was confirmed to have caused a perforation and pleural effusion. As a result, the rv lead was explanted. No additional adverse patient effects were reported.